Manufacturer narrative:
(B)(4).complaint name: (B)(6) hosp. (B)(4).

Event description:
Same case as 2134265-2016-02055. It was reported that the burr became stuck on the rotawire. The target lesion was located in a coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was was unable to advance. Furthermore, it was observed that the burr became stuck on the rotawire. The burr and the rotawire were removed from the patient's body and completed the procedure with another of the same devices. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was returned loaded in the rotablator, the guidewire has the body kinked in the middle of the device and in the proximal section. Overall length couldn't be measured as the wire was stuck on the burr. Outer diameter od of middle of the device and the proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02055. It was reported that the burr became stuck on the rotawire. The target lesion was located in a coronary artery. A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were used for treatment. During the procedure, it was noted that the burr was unable to advance. Furthermore, it was observed that the burr became stuck on the rotawire. The burr and the rotawire were removed from the patient's body and completed the procedure with another of the same devices. No patient complications were reported and the patient's status was stable.